Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer changes out the cartridge to address the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.